Event description:
An arthrex wedge plate was installed on (B)(6) 2012. Increased pain and inability to walk without difficulty was revealed by x-ray that the plate was broken. Surgery to remove the broken plate was performed on (B)(6) 2012.